Manufacturer narrative:
Findings: pump receive with missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the displacement, operating currents and verify low battery alert, weak battery alarm, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify replace battery now alarm due to missing battery tube spring contact. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had issues with the battery compartment. The device did not work after 3 battery changes. The customer's blood glucose level was 6.1 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.